Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with dizziness and an episode of syncope. It was suspected that the patient's right ventricular (rv) lead may be exhibiting high thresholds and oversensing, although this was unable to be reproduced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.